Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 29mm mitral bioprosthetic valve was implanted and explanted during the same procedure for unknown reasons. It was replaced with a 27mm mitral mechanical valve and 7 days post implant the patient passed away. The cause of death is unknown at this time.